Event description:
It was reported that the charging pad for the device was not charging, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a power source problem, aligning with a charging problem related to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.